Event description:
It was reported that the patient developed a seroma in the pump pocket post surgery. The patient also exhibited a dural tear causing cerebral spinal fluid to leak. Due to the complex nature of the situation, a revision surgery was scheduled in (B)(4). The surgery was performed on (B)(6) 2014 to drain the fluid and repair the dural tear. During the revision surgery, the catheter was unintentionally cut. The physician used a revision kit to complete the surgery. There were no other issues reported. On (B)(6) 2014, it was reported that the cut portion of the catheter was discarded. The rest of the catheter will not be returned since it remains implanted in the patient. The patient was reportedly doing well.

Manufacturer narrative:
The regulatory affairs department became aware of the event on (B)(4) 2014. Two MFR reports will be submitted for this event; one is for the seroma/dural tear (MFR # 3006803715-2014-00040) and the other is for the unintentional catheter cut (MFR # 3006803715-2014-00041). This MFR report addresses the seroma and dural tear. Internal (B)(4).